Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. While performing the pm on the unit, the fse was informed that the user had a complaint regarding the ECG connector spiking in the signal when moved. The fse was able to confirm the interference, and ordered a replacement front end board. Once the board arrived, the fse returned to the site and replaced the front end board. The fse tested and ran the iabp. Then, verified that there were no further issues. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
During a preventive maintenance the field service engineer (fse) found the electrocardiogram (ECG) connector faulty. However, there was no patient involvement or adverse event reported.